Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and the episode showed some oversensing. Technical services (ts) was consulted and confirmed the patient received a shock for some atrial arrhythmia with rapid ventricular response (rvr) as the morphology appears to be conducted at onset. Then, it changed into some notched wide complex qrs which was 135 beats per minute (bpm) with short runs of genuine ventricular rhythm above 210 bpm. As the shock zone cut off rate is programmed to 220 bpm and some wide complexes got double detected, the charge was initiated and the shock was delivered, which successfully slowed the rhythm back to normal sinus rhythm of 90 bpm.

Manufacturer narrative:
The device remains implanted; therefore, product analysis could not be performed. However, the reported observation of device oversensing is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and the episode showed some oversensing. Technical services (ts) was consulted and confirmed the patient received a shock for some atrial arrhythmia with rapid ventricular response (rvr) as the morphology appears to be conducted at onset. Then, it changed into some notched wide complex qrs which was 135 beats per minute (bpm) with short runs of genuine ventricular rhythm above 210 bpm. As the shock zone cut off rate is programmed to 220 bpm and some wide complexes got double detected, the charge was initiated and the shock was delivered, which successfully slowed the rhythm back to normal sinus rhythm of 90 bpm.